Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test of foley catheter the sterile distilled water injected could not be drained.

Manufacturer narrative:
The reported event was confirmed-other. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual inspection noted no obvious observations. Using the returned syringe, deflated balloon passively with no cuffing or leaks noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only three (3) ml could be withdrawn with the returned syringe. Using the in-house luer lock syringe, deflated balloon passively in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. The complaint is against the syringe. Product labeling was reviewed for this investigation. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Complete initial reporter facility:(B)(6). Correction: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test of foley catheter the sterile distilled water injected could not be drained.